Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the tampons came apart upon removal leaving pieces inside. The information provided indicated the consumer used a douching device to remove tampon pieces. She experienced vaginal irritation, infection and lower abdominal pain.